Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the monitoring printed circuit board (pcb) was defective and in need of replacement. Replacement of the monitoring pcb solved the issue. The issue was confirmed in the provided log files. The monitoring pcb is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also the can-bus master. The replaced part has not been returned. According to the received information, the cause of the issue has been determined and was related to a defective monitoring pcb.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).